Manufacturer narrative:
Other, other text: device evaluation - the device was returned for evaluation. The device was given functional testing and found to meet with specifications. The reported issue could not be confirmed. The cause of the reported issue was not confirmed.

Manufacturer narrative:
Other, other text: additional information: b3, h10: information was received indicating event date. In addition; MFR 3012307300-2020-08257 was previously submitted as a duplicate and should be replaced with 3012307300-2020-08255; no new reports will be filed for 3012307300-2020-08257.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump keeps beeping continuously. There was no reported adverse event.